Event description:
Hcp reported the patient was experiencing burning, electric shock feeling. And unable to obtain proper stimulation. A lead revision was done. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.